Event description:
It was reported that the infection was present at the cleaning, the doctor cleaned/debrided the area and the infection was removed. When the patient returned 2 weeks later, there was no infection noted

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional 510(k) number is k101880. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.